Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 219-480 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer changed the pump supplies to address the issue. Ultimately the customer reverted to an alternate method of insulin delivery

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned